Event description:
During use, the stapler did not close completely onto the pt's tissue during the small resection, three units with the same issue. Ref - (B)(4) exp: (B)(6) 2021, (B)(4) exp: (B)(6) 2021, (B)(6), exp: (B)(6) 2021.